Manufacturer narrative:
(B)(4). Device evaluation: one used sample was received by baxter for evaluation. The reported condition of "reservoir ruptured" was confirmed. This is a single use device and will not be repaired. This issue is currently being investigated under CAPA (B)(4).this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that the reservoir of a (B)(4) basal/bolus infusor lv device had ruptured during patient use at the hospital. The device was filled with 0.2% ropivacaine hydrochloride hydrate. According to the report, the reservoir ruptured right after therapy had begun; when the patient had returned to his room. There is no report of patient injury or medical intervention. No additional information is available.